Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable cobas® egfr mutation test v2 assay result for a patient sample tested on the cobas z 480 analyzer. The initial result was "20ins" mutation detection. The repeat result using a different method, lccp (lung cancer compact panel), was egfr p.n771-h773 dup (c.2331-2319 dup).